Event description:
It was reported that, at pacemaker replacement, it was difficult to connect the lead to the pacemaker and no stimulation was observed. When the lead was connected to the analyzer the stimulation was normal and the pace/sense measurements were normal. The pacemaker was replaced and stimulation was normal. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the device was returned for analysis where no anomalies were found. Analysis indicated the setscrew was found in the connector bore.